Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2026. On the same day, it was reported that the patient was using a betabionics ilet insulin pump at the time of the event. The patient developed symptoms of hypoglycemia, including disorientation, confusion, shakiness, and facial flushing. The patient¿s wife was concerned that the patient may have been having a seizure. The bg was 20 mg/dl and the cgm was 281 mg/dl. It was unspecified during the chronology of the event the cgm and bg readings were taken. Emergency medical services (ems) were contacted. Prior to ems arrival, the patient and his wife treated the symptoms with juice. Treatment continued after ems arrival, resulting in stabilization of blood glucose levels. The patient did not require transport to the emergency room (ER). After the event, the patient was able to calibrate the cgm and later followed up with an endocrinologist. He was advised to check fsbg readings before meals and at bedtime using a blood glucose meter. The patient was doing well at the time of report. No other details were provided. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.